Manufacturer narrative:
(B)(6). Manufacturing date - not available at the time of this report. The machine was serviced and reviewed by the service technician on the same day. No significant issues identified during the service as all the modules wer working within amo specifications. Suspect operator or blocked hand piece for the issue. Also, checked ellips hand piece e215658 and straight tip used. Even though hand piece passed the prime and tune suspected of partial blockage as it was noted that there was no light visible. When brushed there was some light visible. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a cataract extraction procedure during the final sculpt (4 quadrants) that there was a small burn at the wound inferiorly. The surgeon continued the case and the burn did not get worse. Surgeon sutured the wound and applied a contact lens. It was reported that the phaco handpiece had primed and tuned without incident. Account reported that when the machine was first turned on it was noted it is due for service. The staff reviewed the case at the end and noticed no phaco time. Also they downloaded the data file and noted that the programme states anterior segment default program ((B)(6) 2011). It is not known if this programme was selected during surgery. A opor3020l tip was used with ellips handpiece and the tip had been used 5 times previously. It was reported that the surgeon changed to the backup signature for the rest of the scheduled patients.

Manufacturer narrative:
Device manufacturer date is 08/2013. Additional info: the handpiece is not available for investigation as it had to be returned to the customer. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.